Event description:
It was reported that an ilet device experienced a cracked touchscreen, after which the device was no longer functional and no longer watertight, and the user had trouble operating it. Symptoms included no injury. Outcomes included replacement of the device and provision of return instructions. Investigation included internal review of the damage and coordination with shipping for return and replacement. Investigation of this case revealed physical damage to the display component that rendered the screen unusable and compromised the device enclosure. It was concluded that the event was due to physical damage to the screen, and device replacement was warranted.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance